Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited no capture at 10 v, r-waves measured 2.5 mv and impedance was at 1800 ohms. The physician decided to reposition the lead and patient's blood pressure dropped. The patient experienced cardiac tamponade and a periocardiocentesis was performed. The patient returned back to -normal- and the lead was explanted.